Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-05544. (B)(4). It was reported that chest pain and in-stent restenosis (isr) occurred. In (B)(6) 2015, clinical assessment indicated that the patient's qualifying condition was stable angina and the index procedure was performed. The target lesion was located in the mid left anterior descending (lad) artery with 70% stenosis and was 28mm long with a reference vessel diameter of 3.0mm. The target lesion was treated with direct stent placement and a 2.50x32mm promus premier¿ drug-eluting stent. Inadequate lesion coverage required an overlapping 3.00x12mm promus premier¿ drug-eluting stent. Post-dilatation was performed with 0% residual stenosis. Ten days later, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient woke up with severe chest pain and experienced a non st-segment elevation myocardial infarction (nstemi) and the patient was hospitalized. The location of the myocardial infarction (mi) was not identifiable. The patient's chest pain was 10 out of 10 in intensity, sternal, pressure-like, non-radiating, and associated with shortness of breath and nausea. The following day, the patient underwent a percutaneous coronary intervention (pci) with a 2.25x18mm non-bsc drug-eluting stent for a target vessel revascularization (tvr) of a non-target lesion in the target vessel of the distal lad. Intervention rationale included angina and elevated cardiac enzymes. Pre-treatment stenosis was 80%, and post-treatment stenosis was 0%. The stent was overlapping the stent placed during the index procedure. On the same day, the patient underwent a pci with a balloon angioplasty for a tvr of the target lesion in the target vessel of the mid lad . Intervention rationale included angina, symptoms of ischemia, and elevated cardiac enzymes. Pre-treatment stenosis was 70%, and post-treatment stenosis was 0%. The following day, the patient's nstemi was considered resolved, and the patient was discharged from the hospital.